Event description:
A new case of meningitis was reported to cochlear americas in early 2009. Per the audiologist, the patient was admitted to the hospital with meningitis (date not reported). The patient remains hospitalized as of the date of this report, the following month. Additional information has been requested.